Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient complained of chest pain while the balloon occluded the right superior pulmonary vein (rspv). Blood pressure changes were observed and atropine was administered. The chest pain resolved. The case was able to be completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: patient data files showed at least eight injections were performed with catheter 2af284/90108-65 on the date of the event without triggering of any system notice. It was reported that during a cryo ablation procedure, the patient complained of chest pain while the balloon occluded the right superior pulmonary vein (rspv). Blood pressure changes were observed, and atropine was administered. The balloon catheter 2af284/ 90108-65 was not returned for investigation. In conclusion, this is a case related to clinical adverse events (chest pain and blood pressure change). The balloon was not returned for investigation. If information is provided in the future, a supplemental report will be issued.